Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. According to the reporter, on (B)(6) 2026, the dexcom g6 sensor displayed repeated inaccurate reading that caused the patient¿s omnipod system to enter limited mode and subsequently deliver excess insulin. As a result of the inaccurate cgm data, which was higher that it should, the patient experienced hypoglycemia related symptoms, ultimately leading to a medical emergency. The reporter could not provide any bg vs cgm comparison as she was not present with the patient during the event. On the same day, the patient¿s condition worsened, and he required emergency medical services (ems) to be contacted to take the patient to the hospital. He was admitted to the ICU. The reporter stated he was still hospitalized at the time of the call. No specific treatment details from ems or hospital were provided during the call. The patient¿s outcome at the hospital was not provided, only that he was still receiving care at the time of reporting. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.